Event description:
Follow up information received identified the physician¿s office reported the patient's drainage issue was still persisting. The patient was prescribed more antibiotics.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a yellow fluid drainage at the scs ipg site. Reportedly, the site was cultured at a local hospital and the patient was placed on antibiotics. Subsequently, the patient's scs system was removed. In addition, cultures taken did not show any infection.